Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. An actual sample was returned for evaluation. A visual inspection was performed with no issues noted. A leak test, clamp function test, and clear passage test were performed with no issues noted. The sample was ran through a simulated therapy with no issues noted. The reported problem could not be identified or duplicated during evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). An event indicative of a potential malfunction of the disposable cassette was identified. The cassette was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that the home patient (hp) observed blocks of air in the patient line at the end of peritoneal dialysis (pd) therapy on the homechoice (hc) machine, while the hp was connected. The hp stated that they did not notice the air at the beginning of therapy, after priming was completed. Nothing was found during troubleshooting that would have caused or contributed to the air. There was no patient injury associated with this event. No additional information is available. This is report 1 of 2 for this patient.